Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the patient that she underwent a sling procedure in 2004. Eighteen months following the procedure, the patient experienced cystitis and a sore vagina. The patient used canesten cream. These symptoms repeated regularly. In (B)(6) 2010, the patient started to experience discharge from the urethra and swelling around her bottom and labia. The patient is not able to have sex. The patient also experienced flu-like symptoms all the time. The patient had a bladder prolapse diagnosed in 2010. Additional information has been requested.